Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 800 mg/dl and ketones were present. A bolus via the pump was delivered. The customer was hospitalized for high bg. The customer was treated with intravenous insulin and fluids. High bg cause was not known; however, after running multiple unspecified tests, the doctors thought that the pump may be the cause. Reportedly, the pump supplies were changed every 3 days. The customer did not know how long the cartridge in use at the time of the hospitalization. Tandem technical support (cts) advised the customer that humalog was labeled for 48 hour use with the cartridge. The customer was discharged on (B)(6) 2018. High bg and ketones were resolved. Cts performed a pump system check using the current pump supplies and no device issue was identified.